Manufacturer narrative:
(B)(4). Device evaluation of meter detected no defect found. Most likely underlying root cause of malfunction: defective test strip, incorrect storage of test strips, testing outside of recommended environmental conditions.

Event description:
Customer called stating meter is reading 'lo" all the time and he is feeling fine. Results in memory show 127mg/dl, "lo", "lo", "lo", "lo". No adverse event reported.